Event description:
It was reported that during a cryoablation procedure, when air was being removed from the sheath, "small white solid" was removed twice. It was noted that after there was no more "solid" and the sheath was continued to be used. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least thirteen injections were performed with non-returned catheter 2af284 / 22873-23 without any issue. The data files showed a system notice indicating that the refrigerant delivery path was obstructed. No product returned for investigation. In conclusion, the catheter was unable to be investigated as product was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.